Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a pad procedure the wire tip separated while crossing the lesion. The tip remained in the patient but was able to be snared and removed. There was no harm to the patient and the procedure was completed with another device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, instructions for use (IFU), quality control and specifications was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "for use in facilitating delivery of percutaneous catheters into the peripheral vasculature." "Avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide." This risk is identified in the IFU. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined . The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a pad procedure, the wire tip separated while crossing the lesion. The tip remained in the patient but was able to be snared and removed. There was no harm to the patient and the procedure was completed with another device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the non-conformance data revealed that none have been recorded on the device history record. Visual inspection of the returned device was conducted during the investigation. The device was returned with a small piece that had been separated with the tip in a slightly bent and curved unraveled appearance. Based on the appearance of this returned device, it was concluded that the tip was manipulated during the user technique. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.